Event description:
Was using paraguard for almost 2 years. Started using a diva cup. Two months later I got pregnant due to my iud being out of place. I believe the suction of the diva cup, over multiple uses, moved my iud out of place. No details needed. I have a 20 month old now. FDA safety report ID # (B)(4).